Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1, date of submission 03/26/2015. The pump has been returned and evaluated by product analysis on 03/13/2015 as follows: an error 1 sub code 5 message occured immediately when powering the meter which indicated that product analysis was unable to pair the pump and the meter to complete the required investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a meter remote issue. The reporter stated that a random error alarm that would not clear had occurred with the meter remote. There was no adverse event associated with this complaint. This complaint is being reported because the alleged event remained unresolved.